Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center.should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is indicator lights not visible. The key failure is the circuit board was not secured to the control panel so the led lights were not showing.